Event description:
Ous MDR - after an implant duration of about 18 months, lead measurements <200 ohm and a loss of capture were reported. On examining the lead it became apparent that the lead tip had separated from the lead body. No adverse patient side effects have been reported. The device was explanted. There were no dates provided for this event.

Manufacturer narrative:
Ous MDR.